Manufacturer narrative:
B5: updated with additional information. H6: patient code updated reflect code 4582.

Event description:
It was further reported that that there was no patient involvement regarding the incident involving the product malfunction.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) pump was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The issue occurred because of a faulty micro-switch. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported the level 1 hotline low flow system (hl-90) was producing either the disposable or float alarms. No patient injury or complications were reported in relation to this event.